Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.